Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient explained how "it's not working... I just keep putting 0 down" as well as "I don't want to use catheters at all...  No further complications were reported/anticipated at this time.